Event description:
A medication was ordered to be given as a secondary infusion over a 4 hour period. An alaris infusion pump was utilized. The medicine was started, and approximately 1 hour and 20 minutes later, it was discovered by the nurse that the bag was empty. The pump was still infusing at 125ml an hour with a volume to be infused of 324ml. A pharmacist also witnessed the infusion pump error. The biomedical department was contacted.